Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-19404; related manufacturer reference number: 2017865-2020-19406. It was reported that the patient presented in clinic upon developing an infection. The physician elected to extract the patient's pacemaker, along with the implanted atrial and right ventricular (rv) leads. Vegetation was noted on both leads. A new pacemaker was implanted and the extracted leads were placed in an antibacterial pouch and then re-implanted in the patient. The patient was recovering.